Event description:
During a robotic procedure it was noted that one of the cadiere forceps being used had a broken cable hanging from it. Upon visual inspection, no fragments from the instrument were observed to have fallen into the patient. The instrument was removed from the patient and removed from the sterile field and tagged for return to manufacturer. A second cadiere was retrieved and opened to complete the procedure robotically.